Event description:
It was reported the patient presented in clinic for follow up. Interrogation revealed the right ventricular lead oversensed noise. The lead was capped and replaced (B)(6) 2024. The patient was in stable condition.